Manufacturer narrative:
The consumer alleges the motor locked up and the chair spun around and threw him out of the chair. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, or an operator error had simply occurred. MDR filed as a conservative measure.

Event description:
The consumer states he was driving down his ramp when the right motor allegedly locked up and spun the chair around, throwing him out of the chair. No injury is alleged.